Manufacturer narrative:
The company received communication on (B)(6) 2020 regarding an instrument malfunction. It was reported that the distal tip of a system screwdriver fractured from the body of the instrument. There were no known patient complications associated with this product complaint. A visual assessment of the returned screwdriver showed an instrument with repeated use, as identified by worn laser markings, surface scratches, and worn tin coating on the distal end. Most of the torx tip of the driver was sheared off in a perpendicular manner, and there were rotational wear marks present proximal to the fracture. A functionality assessment could not be performed due to the condition of the complaint instrument. A DHR review was performed for returned device lot and there were no manufacturing anomalies identified. The lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 11/11/2016. During a phone call with the complainant additional information was received regarding how the system screwdriver was broken. It was reported that a system inserter with implants engaged was taken to the back table in the operating room to adjust the size of implant being placed. When the surgical tech used the system screwdriver to disengage the implant from the inserter, the distal tip of the driver fractured. The complainant stated that the system screwdriver was introduced to the set screw at an angle and when it was rotated the tip broke. Screwdrivers should be introduced to system screw heads in a co-linear manner for appropriate engagement. If the driver was rotated while seated in a system screw at an angle it can abnormally concentrate applied force and contribute to an instrument malfunction. The root cause of this complaint is the instrument was rotated while out of co-linear alignment with the system screw.

Event description:
The company received communication on (B)(6) 2020 regarding an instrument malfunction. It was reported that the distal tip of a system screwdriver fractured from the body of the instrument. There were no known patient complications associated with this product complaint.